Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2-jan-2019. With the following findings: during investigation, the pump was returned with a cracked battery compartment and stripped battery cap threads. The cap was unable to fully tighten due to a cracked and stripped thread. There was moisture corrosion found in the battery compartment. A test battery cap was able to secure and all investigated was completed with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, moisture within the pump, and a damaged battery cap. This report is made based on results of investigation completed on 2-jan-2019.